Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented. (B)(4).

Event description:
It was reported that a patient was undergoing a treadmill stress echo study when the ultrasound system experienced multiple issues. Accordingly, the patient was running on the treadmill and the technologist was simultaneously taking the electrocardiogram (ECG) baseline in preparation for an unspecified procedure, when the ECG flat-lined, the ultrasound system hang, and the field of view (fov) went black. At that point, the user stopped the test and transferred the patient to continue and successfully complete the study on another ultrasound system and transducer. There was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the new date received by manufacturer; provide the type of report ; provide the type of reportable event ; provide the type of follow-up; update the event problem and evaluation codes; and provide additional manufacturer narrative. The device referenced in this report was not returned to siemens for evaluation; however, the system savelogs were captured and analyzed. Based on the provided event description and the review of the savelogs, engineering was able to confirm that the root cause of the electrocardiography (ECG) flatlining, system hang up, and field of view (fov) issues was an error in the design of the connection of the auxiliary (aux) ECG input of the common physio module (cpm). There were two sources identified as the causes of these issues: first, the ground connection between the cpm and aux connector had a small gap that caused the ground not to be properly connected. Second, the high frequency noise was coupled to the ground line in the aux cable. These two sources made the cpm more susceptible to electrical noise from sources such as the use of a bovie knife in the operating room (or). The electrical noise interrupted the communication between the cpm with the rest of the ultrasound system. Cpm recall # z-1200-2018. Reference complaint # (B)(4).